Event description:
A (B)(6) user facility reported that medical devices were processed in system 1 using an incorrect processing tray and were subsequently used in patient procedures. No patient injuries, procedural delays or cancellations were reported.

Event description:
A canadian user facility reported that medical devices were processed in system 1 using an incorrect processing tray and were subsequently used in patient procedures. No patient injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
Investigation of the reported event is in process; a follow up report will be submitted once additional information becomes available. While the information known to steris does not show that a steris device caused or contributed to a death or serious injury or that a malfunction occurred, steris is submitting this report out of an abundance of caution to ensure that FDA is aware of the event.

Manufacturer narrative:
The customer was accidentally shipped an incorrect processing tray. The correct model processing tray was provided to the user facility and the incorrect tray was returned to steris.